Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to establish, that the complaint was the one isolated event where the injury caused by manual pushing the cart among the loader has occurred. The device involved in this event was a free standing loading conveyor (fslc) used together with the 8666 washer disinfector, manufactured on 24th october, 2017 and installed on 15th august, 2018. When the event occurred, the getinge device was directly involved. Most likely it did not meet its specification. Upon the event occurrence the device was not being used for patient treatment. During the investigation course it was established, that the unit affected is no longer in operation and was removed from the service by the user. Moreover the user did not provide detailed description of the event. Getinge has performed the best efforts to collect all needed information. However the information collected to date and as a result of the performed investigation did not allow us to establish the root cause of an event. In summary, the root cause of situation occurrence was deemed as impossible to define from the received information and further investigation into production and device history. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however getinge will continue to monitor the customer experiences with the device for any future information.

Event description:
(B)(4).

Manufacturer narrative:
The issue is being investigated by the manufacturer. Device not returned to the manufacturer.

Event description:
On 18th april, 2020 getinge became aware of an issue with the automatic loader ¿ free standing loading convoyer (fslc), used together with the 8668 washer disinfector. As it was stated, the operator has put the loading cart on the automatic loader (fslc). However the loading process did not start. The operator then tried to load the cart manually into the washer disinfector. This caused the operator to injure her back. The injury wasn¿t classified as serious, however we decided to report the complaint based on the potential of serious harm if the event is to reoccur.